Event description:
A healthcare professional reported that the system passed the test but it did not cut the vitreous during surgery. The vitrectomy probe and the cassette did not prime. The valve of the vitrectomy pneumatic group was not working and the air compressor generated too much condensation. Another system had to be used to complete the procedure. There was no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The vitrectomy valve assembly was replaced to address the issue. The system was tested and found to meet product specifications. The system met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming vitrectomy valve assembly.